Event description:
The complainant alleges that upon delivery of the device, it was immediately plugged in and turned on. It immediately started to smoke and gave off a foul odor. There was no patient involvement.